Manufacturer narrative:
No patient involvement. (B)(4).

Event description:
The reporter indicated that after opening the vial and placing onto the cartridge, the surgeon noted that a 13.2mm tmicl13.2 implantable collamer lens, -10.0/+1.0/069 (sphere/cylinder/axis) had a "scratch" on it. This occurred on (B)(6) 2019 and there was no patient contact with this lens. A back up lens was then used.

Manufacturer narrative:
Lens work order search - no additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a cartridge case. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. Claim#: (B)(4).